Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly there is oxidation/rusty on the reamer surface, especially close to the laser marking. Surgery was extended greater than 30 minutes. Kit number: sprmkit1. Kit lot number: g161553.